Manufacturer narrative:
(B)(4). Only event year known: 2018. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information: date of explant: (B)(6) 2018. The device was removed smoothly and was replaced with another linx device. Size of the linx, size 13". Does the patient have any of the allergies to metals? No. Is the patient currently taking steroids / immunization drugs? No. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. Was mesh used at time of implant? No. What was the reason for removal of the linx device? Patient reflux came back. At the time of removal, was the device found in the correct position/geometry at the time of removal? It seemed to be a little low. Maybe below the l.e.s. (Lower esophageal sphincter). Have the symptoms resolved since the device was explanted? Patient has regained reflux control but we are only one week out.

Event description:
It was reported that an explant will be performed on (B)(6) 2018.

Manufacturer narrative:
(B)(4). Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. The device lot number is unknown, therefore the device history record could not be reviewed.